Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the amplatz goose neck snare kit and the amplatz goose neck microsnare kit. Survey results from an interventional cardiologist in practice 14 years. Physician has been using medtronic¿s amplatz goose neck snare kit and amplatz microsnare kit since 2017, using a total of100 amplatz goose neck snare kits and 50 amplatz goose neck microsnare kits in the last year. Of the amplatz goose neck microsnare kits used, 10 were used during peripheral vascular procedures, and 40 were used during coronary vascular procedures. During use of the amplatz goose neck snare kit in the arterial vasculature embolization during peripheral cases is reported to have occurred in 5patients, and myocardial infarction in anterior wall (5 patients). During use of the amplatz goose neck snare kit in the venous vasculature, a pulmonary embolism event was reported for 1 patient. During use of the amplatz goose neck snare kit, there is one event reported with stripping fibrin sheath from an indwelling catheter resulting in catheter damage on small-bore catheter. Other complications encountered during use of the amplatz goose neck snare kit are reported as infection in 1 patient. During use of the amplatz goose neck microsnare kit in the arterial vasculature, embolization during peripheral cases is reported to have occurred in 1 patient, and myocardial infarction in 1 patient. During use of the amplatz goose neck microsnare kit in the venous vasculature, a pulmonary embolism event was reported for 1 patient. During use of the amplatz goose neck microsnare kit in coronary vasculature an embolization event and a stroke event are reported for 1 patient each other complications encountered during use of the amplatz goose neck microsnare kit are reported as vessel damage reported as boral renal function in 1 patient of the above complications (adverse events), some of these are listed as having been reported to medtronic previously. Due to limited information these are included in reporting.